Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had completely detached. The site location was the patient's abdomen, and the pump and the set were located on the left side. The infusion set was used for a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.